Manufacturer narrative:
Evaluation summary: the condition of failure code 810:11 was confirmed in the event history due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated and verified. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
On september 28, 2009, the facility's technician reported to baxter global technical services that on (B) (6) 2009 one colleague cx volumetric infusion pump single channel in which failure code 810:11 occurred. This event occurred during programming/setup on in the general patient unit. The device failed powering on. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4).

Event description:
Caller reports that customer reportedly received results of 16 mg/dl, 352 mg/dl, and 334 mg/dl within 10 minutes on the compact plus system. Caller gave customer apple juice in response to 16 mg/dl reading after also obtaining the readings of 352 mg/dl and 334 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The facility technician reported this report to baxter on september 21, 2009. On september 21, 2009, the facility?s technician reported to baxter global technical services that on (B) (6) 2009 one colleague cx volumetric infusion pump single channel in which failure code 810:11 occurred. This event occurred during programming/setup on in the general patient unit. The device failed powering on. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4). (B) (4)